Manufacturer narrative:
The insulin pump passed the displacement test. The device was received with motor error alarm during the basic occlusion test due to lose protruded drive support disk. Unable to perform the unexpected restart error test, prime test, excessive no delivery test and occlusion test due to motor error alarm. Device was received with normal operating current. Pump passed self test. Device passed off no power test. The motor was tested outside of the device and passed. Device was received with minor scratched lcd window, cracked case at the display window corners and cracked reservoir tube lip.

Manufacturer narrative:
The insulin pump passed the displacement test. The device was received with motor error alarm during the basic occlusion test due to lose protruded drive support disk. Unable to perform the unexpected restart error test, prime test, excessive no delivery test and occlusion test due to motor error alarm. Device was received with normal operating current. Pump passed self test. Device passed off no power test. The motor was tested outside of the device and passed. Device was received with minor scratched lcd window, cracked case at the display window corners and cracked reservoir tube lip.

Event description:
The customer reported via phone call that they received a motor error alarm and able to clear the alarm but the insulin pump automatically restarted. The customer's blood glucose was unknown at the time of incident. The insulin pump will be replaced and will not be returned for analysis.